Manufacturer narrative:
The customer initially contacted the bci call center to report the leak and was instructed to mainly drain the baths. A field service engineer (fse) was dispatched on (B)(4)2010 for this event. The fse performed a shutdown, startup on all valves and pumps, bleached apertures, primed the instrument, and ran patient samples and controls. Per the fse after bleaching the system, no issues were observed. Root cause is unknown for this event. Bci urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the white blood count (wbc) and the red blood count (rbc) baths were overflowing on the coulter act diff analyzer. The control material and the bath contents spilled on the instrument. There was no exposure to mucous membranes or open wounds (eyes, mouth, and nose). No one sought out medical attention.